Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va0a6sn, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va0a6sn, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a rep regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the rep said they saw the patient prior to ins replacement day before call and the patient complained about therapy not providing therapy benefit. The rep said the clinic thought the lead the lead may not have been properly placed, but due to the patient being on a blood thinner and blood pressure issues the patient was able to have surgery for the new lead replacement. The rep wasn't sure why another ins was placed, given the lead placement issue. There were no further complications reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the lack of therapy was most probably due to the lack of lead placement; there was no device issue with the lead or the deep brain stimulation (dbs) system. As of (B)(4), 2018, the issue regarding the placement of the lead and lack of therapy had not been resolved. It was noted the ins had been replaced due to normal battery depletion but was not going to be returned for analysis. No further complications were anticipated.